Event description:
A female consumer reported that her daughter, used a power toothbrush, and the first time she used the brush on an unspecified date in 2008, one of her teeth got caught in the gap, in the head of the brush, and as she brushed, it pulled half of her tooth out. The consumer stated that her daughter, had been to the dentist the day before it happened, and was reported to have had good teeth with no problems. She went on to state, that she had taken her daughter back to the dentist, to check out the half-tooth left in her mouth, and he had said that the tooth was broken at the gum. The consumer stated that her daughter now had to be referred to a hospital to be put under sedation to have the rest of her tooth pulled out from the gum. She went on to state that she had shown the dentist the product, and he had said that the toothbrush should be flat and not have the gap in the head for small teeth to get stuck in. Medical history: no information was provided. Concomitant medications: no info was provided. The case outcome was: not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Report of visual examination of product involved in incident revealed that the bristles of the toothbrush were a little twisted, the indicator filaments were not discolored and there was a slight residue of toothpaste. Slight scratches could be seen on the brush disc and head of the toothbrush, but no marks were visible on the plastic parts of the toothbrush and the axle of the toothbrush was not bent. The report concluded that there was no fault found with the product. The product batch lot number was not provided. On the 04-mar-2008, the consumer recontacted consumer relations and informed them that her daughter had also experienced pain which was still present a week after the event. The consumer went on to state that the toothbrush had been in use for 1 minute when the event occurred. Her daughter had not used the power toothbrush since. The case outcome was: not recovered/ not resolved. No further info was provided. On the 14-apr-2008, a completed consumer questionnaire and referral notice was received. The questionnaire stated that the consumer's tooth broke while using the product. One of her baby teeth got caught between the plastic and the brushing action caused the tooth to break. The consumer's dentist referred her to a hospital to have the whole tooth removed under sedation. It was reported that the consumer hadn't been tested previously for any food or drug allergies, didn't have any pre-existing medical conditions and wasn't taking any medication on a regular basis. It was also reported that the consumer hadn't used this particular product or variant before, but had used this brand previously. The outcome of this case was: not recovered/not resolved. No further info was provided. The referral notice from the dentist stated that the tooth was broken under the gum level, and that the consumer was being referred to a hospital to have the tooth removed under sedation. No further info was provided. On the 18-apr-2008, consumer relations contacted the consumer's mother. She stated that her daughter had an appointment to be assessed at the hospital on the 29-apr-2008, no further info was provided. On the 21-may-2008, a product report was received. This stated that the bristles of the toothbrush were a little twisted, the indicator filaments were not discolored and there was a slight residue of toothpaste. Slight scratches could be seen on the brush disc and head of the toothbrush but no marks were visible on the plastic parts of the toothbrush and the axle of the toothbrush was not bent. The report concluded that there was no fault found with the product. No further info was provided. On the 21-aug-2008, consumer relations recontacted the consumer's mother. She stated that her daughter was better now. The outcome of this case was: recovered. No further info was provided.